Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure, the subject device was used. The distal tip was torn when the guide wire was inserted and the guide wire sprang directly out of the tip. The basket stuck to the working channel while positioning because the contrast medium was injected at the functional test. This probably caused the bent wires of the basket. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2020, omsc found that the distal tip was missing. This is the report regarding the missing of the distal tip.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The guidewire tip was detached from the distal tip. There were marks of the adhesive agent being applied to the distal tip which was connected to the guidewire tip. The basket wire was deformed. Foreign materials were stuck to the basket wire. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the guidewire near the tip region was bent for some reasons and that caused the adhesion peeling between the guidewire tip and the basket wire. As a result, the guidewire tip came off. The above device handling has warned in the instruction manual.